Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, insulation damage with externalized conductors were observed on the mid portion of the lead via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. The patient&#38112;condition was stable post procedure.